Manufacturer narrative:
The lens was returned to bausch + lomb. Visual inspection found one haptic and a piece of the optic torn off and missing. The other haptic is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the lens was implanted, the haptic was not sitting correctly. The doctor removed the lens intraoperatively which caused the haptic to break. The incision was enlarged, however no sutures were required. Another lens was implanted without issue. Additional information has been requested but has not been received.